Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered the customer on june 24, 2014. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the following was surmised based on additional information. Was indicated by customer and confirmed at the repair site. No image with 180 scope due to malfunction of the patient board set. The subject device was manufactured before the countermeasure was taken on dr board design change; malfunction of the board was surmised. Confirmed that dr board design change has been made on april 16, 2018, regarding the phenomenon, no image with 180(exera2) scope. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The video system was returned to the service center for evaluation. The customer¿s complaint of ¿ when you plug in 180 series there is no image¿ was confirmed due to faulty patient board set and faulty printed circuit board. The connector was found worn out and causing a poor connection. The video system was equipped with out dated software and a new type switch. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, when the 180 series scope was plugged into the video system no image was observed. No error message was noted. The customer believed there was an issue with the connector or main board. No issue was noted with the cable. No patient injury or patient involvement was reported.